Manufacturer narrative:
Medical records and treatment information have been requested for the event of itching. The plant investigation is in progress. A supplemental medwatch will be submitted upon receipt of additional information.

Event description:
A clinical manager (cm) of an outpatient hemodialysis facility reported the patient experienced itching while using the optiflux 180nre dialyzer. The patient had used this dialyzer for approximately seven years when he suddenly complained of itching. The itching occurred all the time and was not better or worse with hemodialysis. Intravenous benadryl was given again w/out relief. The patient's dialyzer was changed to the exceltra dialyzer also w/out relief of the itching. Intravenous benadryl was given again w/out relief. The patient's dialyzer was changed to the exceltra dialyzer also w/out relief. During follow up with the cm, she stated the patient had been refusing to take his phosphorous binder medication and he had an elevated level which she believed was contributing to the itching. She did not believe the itching to be the result of a reaction to the dialyzer. The physician recommended the patient obtain a dermatological consult. The patient was continuing hemodialysis on the exceltra dialyzer w/out cessation of the itching. No sample is available of the optiflux dialyzer for return to the manufacturer.

Manufacturer narrative:
The complainant facility was unable to provide a sample for evaluation. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint sample. Review of the batch production record did not reveal a probable cause for the customer complaint. Dialyzer lot# 15lu03014 passed all pyrogen testing and sterilization dosage was within parameters. The lot passed all release criteria. Therefore, the reported complaint is not confirmed. Medical records were reviewed and the result of the clinical investigation is as follows: based on the 75 pages of medical records information it appears that this (B)(6) male end stage renal disease patient on intermittent hemodialysis (hd) therapy started renal replacement therapy on (B)(6) 2009. A review of the received medical records revealed that this patient had a history of pain, pruritus, and non-compliance with phosphate binders. It was reported on (B)(6) 2015 the patient experienced itching during hd treatment, while dialyzing with an optiflux 180nre dialyzer, which is the model of dialyzer that the patient had used since initiating hd therapy seven years ago. During treatment on (B)(6) 2015, benadryl (diphenhydramine) 25mg via intravenous push (ivp) was administered due to the itching, but the itching did not resolve. On (B)(6) 2015, the patient dialyzed with a baxter excelta 170, and experienced itching. As of (B)(6) 2015, the patient continues intermittent hd therapy with the exceltra dialyzer, the even of itching continues, and the patient continues to be non-complaint with phosphate binder medications. There is no documentation in the medical record supporting a possible association between the fresenius dialyzer and the event of itching. However, there is an association between hyperphosphatemia, opioid narcotic medications, and the event of itching.